Event description:
It was reported that during a stenting treatment procedure stent damage and stent strut fractures occurred. Access was obtained via the femoral artery. The unspecified moderate target lesion was predilated with a maverick balloon and then a 5.00x16mm liberte bare stent delivery system (sds) was advanced to the lesion. Before deployment, the physician noted under cine that the stent was twisted. The sds was removed from the patient and it was noted that some of the stent struts were broken off. All parts of the device were removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage and stent strut fractures occurred. Access was obtained via the femoral artery. The unspecified moderate target lesion was predilated with a maverick balloon and then a 5.00x16mm liberte bare stent delivery system (sds) was advanced to the lesion. Before deployment, the physician noted under cine that the stent was twisted. The sds was removed from the patient and it was noted that some of the stent struts were broken off. All parts of the device were removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the device was returned and there was blood in the guidewire lumen and on the balloon. The balloon was tightly folded with the stent secured on the balloon. There was no damage to the stent. The hypotube was fractured 10cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The shaft was kinked 14.5 and 20cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).